Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to exhibit imprecise motion. The grip tips were unable to open. Additionally, the instrument was found to have stuck grip tips. The grip tips could not be opened when manually articulated. The instrument was also found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Furthermore, the instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. No signs of thermal damage observed. Since the grip tips are stuck, failure analysis could not perform the electrical continuity test properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was "blocked" during use. The procedure was completed. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was further tested by the failure analysis engineer. Initial findings were confirmed. The instrument was placed on an in-house system and confirmed to exhibit imprecise motion as the grips were unable to open. The inputs were manually articulated and it was observed that there was no resistance or friction. Lubricant was applied to the grip hinge but the grips were still unable to be opened. A pair of pliers were used to force the grips open. It was observed that there was a clicking sound when the grips opened. It is possible that the hypotubes were sticking together or tangled up. Once the grips were forced open, the instrument was placed on an in-house system and able to open and close the grips. The instrument was disassembled to inspect the hypotubes and there was no evidence to indicate any issue.